Manufacturer narrative:
Batch records for final manufacture and qc record for cov2020013 and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020185 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False positive result (s). False-positive result. User stated that they received a positive result with flowflex on or around (B)(6) 2022. Roughly a week later they went to a healthcare facility and received a negative test result.